Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient had cardiac tamponade and pericardiocentesis was performed to treat it. Placement of stent graft was initially reported but the correct was a covered stent was attempted without success due to impossibility to advance it due to severe calcification.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: MDR ID 2134265-2013-08028. It was reported that a perforation and subsequent death occurred. The target lesion was located in a severely calcified and severely angulated proximal left circumflex artery. A 1.25mm rotalink plus and a rotablator console rotational atherectomy system were selected to treat the lesion. During a rotational atherectomy treatment procedure, the burr was used at 170,000rpm. When contrast was flushed, it was noted that a perforation had occurred. The physician used balloon occlusion of the vessel and then placed a stent graft. The patient died later that same day.